Manufacturer narrative:
The device was received with a pump error alarm during rewind due to moisture damage on the force sensor and motor. Moisture damage was also found on the electronic assembly during visual inspection. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Pump received with broken belt clip rails.

Event description:
The customer reported via phone call that the insulin pump rail broke from the top. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer mentioned that it happened when they were trying to get inside the car; the belt clip got caught up and got disconnected from the insulin pump. The reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.